Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed that the right ventricular pace lead impedance was 4047 ohms on (B)(6) 2016.

Event description:
It was reported that at a follow up check, the impedance of the right ventricular lead was high. The physician suspected a setscrew issue. The device was explanted and replaced. The lead was tested during the replacement procedure and all parameteres were within range. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.